Event description:
Patient's father contacted dexcom technical support via email on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Three subsequent attempts to contact patient were made with no success. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.